Manufacturer narrative:
The device is sequestered and will not be available for evaluation by the firm. Instead, the hospital sent the device to a third party who performed an inspection of the device, which was documented through pictures and video. The firm's investigation included a review of the photographs and video as well as conducting a metallurgy investigation of components with the same lot numbers as installed in the device. During the investigation, the firm discovered a product problem that has been previously reported on MDR 3005473391-2013-00076, involving the loss of tissue mold control. Although there was no injury to the patient during the use of this device and there was no indication of this product problem during the procedure, this failure mode is now being reported due to previously establishing that if this malfunction were to reoccur, a serious injury may occur.

Event description:
During a transoral incisionless fundoplication (tif) procedure, the device had been introduced into the patient and experienced a problem with the helical cable. The device was removed without issue and the patient had no adverse effects. During the device inspection/ evaluation, an unrelated product problem was discovered which if it were to reoccur, could cause a serious injury.